Manufacturer narrative:
Other applicable components are: product ID 8840, serial# unknown, product type: programmer, physician.

Event description:
Additional information was received on 2017-mar-22 from the consumer. The patient had an MRI last week (approximately (B)(6) 2017) and the manufacturer representative came and apparently reprogrammed the patient¿s pain pump. The patient stated that they must have done it wrong because of the situation they were put in. Hence, they had a problem with the error code 8286 stating that the pain pump reservoir was empty. The patient went to their pain healthcare provider (hcp) on (B)(6) 2017 and he reprogrammed the pump. The patient had to have another MRI next week on their brain and was hoping it didn¿t happen again. The patient stated the situation was terrifying. There were no further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump for multiple back operations and spinal pain. It was reported on (B)(6) 2017 that the patient had a health-related question regarding a device/therapy for ¿stimulation therapy¿ (note this is conflicting with the rest of the report that is regarding infusion therapy) for chronic pain for the back/spine. It was reported that the patient was ¿scared¿ as their refill was supposed to be on (B)(6) 2017 but the secretary told the patient to come on (B)(6) 2017. It was noted that the patient thought they got the code 8286 on the personal therapy manager (ptm) and knew that the code they got was for empty reservoir. It was indicated that the patient called their doctor but the answering service told the patient that they couldn't get in touch with him and told the patient to go to the hospital. It was stated that the patient called they said there was not much they could do for the patient. It was stated that the patient saw opioid withdrawal and saw death as symptoms. The patient wanted to know what they should do and wanted a ¿24/7 hour¿ phone number to contact. It was stated that the patient thought that their pump may be on ¿the recall list too.¿ no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.